Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This patient is a bilateral patient and the right hip is being reported under this manufacturer report number as there are allegations of elevated metal ions. The patient underwent left hip arthroplasty and a left hip revision procedure on (B)(6) 2011. The revision event for the left hip was reported on medwatch numbers 1825034-2012-01218/01220 & 00956.

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of elevated metal ion levels and pain. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Operative report notes patient underwent a right total hip arthroplasty on (B)(6) 2012 with competitor components. This medwatch report is considered void since biomet product was not involved in the event.